Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the site¿s system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: 23118 indicating universal surgical manipulator (usm) 1 axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal. The root cause was attributed to pitch motor module (mm) and insertion chip encoder virtual absolute (cva) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit came into failure analysis with the reported problem (23118 error), it was confirmed as having occurred in the field via error log (axis 2) and could be replicated. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 23118) (axis 3). The unit was also tested and passed all test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer had errors with arm 1. The customer had power cycled the system and the error returned, and they were able to disable universal surgical manipulator (usm)1 to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system, and it powered on without errors. The delay was minimal less than 15 minutes, just a few minutes for nurse to assess and then have them stow the non-functioning arm. Site then utilized an additional staff member and proceeded with only 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.